Manufacturer narrative:
Additional information: device evaluated by MFR: yes. Device evaluation: visual evaluation of the returned product found the lens had been cut into three pieces. The haptics of the sample were observed attached, not broken or damaged. A few loose particles were observed in the optic zone compatible with handling the lens out of the sterile environment. The lens condition is consistent with a lens that has been explanted/removed from the eye and not manufacturing related. The complaint type of torn haptic was not verified. Based on the investigation cosmetic defects found in the returned lens are related to explant process and not manufacturing related. A review of the manufacturing records found all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related with the customer claim was generated. The production was manufactured according to specifications and the product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the haptic of an intraocular lens (iol) was torn during insertion, and the lens was removed and replaced in the same procedure. The incision was enlarged to remove and replace the lens. There was no patient injury reported.

Manufacturer narrative:
Age unknown. Sex unknown. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.